Manufacturer narrative:
(B)(4). The sample was returned for evaluation. The sample was tested according to the standard for kinkage which requires that an initial flow rate of 10lpm not fall below 7.5lpm after 10 minutes of being folded over and pressed together by force. The sample passed with a flow rate of 10.0lpm. The inner and outer diameter of the sample were also measured and found to be within specification. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that the tubing crimps/kinks during use causing the bubble CPAP to lose pressure. No patient injury reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product or a picture of the defect was not provided. The device history record review showed that there were no issues related to complaint description neither on the product nor its components during the manufacture of the material. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved in the incident. Customer complaint cannot be confirmed due to lack of device sample or picture to perform a proper investigation and determine the root cause. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility and it is not being manufactured at the time. If the device sample becomes available this complaint will be re-opened. However, the personnel from the assembly line were notified of this issue.

Event description:
The customer alleges that the tubing crimps/kinks during use causing the bubble CPAP to lose pressure. No patient injury reported.